Manufacturer narrative:
The following functional tests were performed: a field service engineer (fse) went onsite to evaluate the device and found that the device had an intermittent issue with recognizing the emergency stop button when beeing pressed or enabled. The fse reseated the communication cable between the treadmill and stress test system. Furthermore the fse recalibrated the treadmill by implementing the micro sd card in the treadmill and running through software setup and calibration. Afterwards the fse confirmed that the "e stops" worked as expected both in service mode and stress test mode. Based on the information available and the testing conducted, the exact cause of the reported problem is unknown. The reported problem was confirmed. The communication cable was reseated. However, the exact cause for the reported issue could not be established. If additional information is received the complaint file will be reopened.

Event description:
It was reported that the emergency stop button was not working on treadmill. The device was reported to be in use on a patient. No adverse event to the patient or user was reported.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation

Event description:
It was reported that the emergency stop button was not working on treadmill. The device was reported to be in use on a patient. No adverse event to the patient or user was reported.